Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). The healthcare provider (hcp) "messed around with programming a lot" with different medication levels. It was also stated the patient would "bump it and give more medication than normal." The patient indicated one time she passed out and another time she went numb from her toes to chest. The pump was removed, as it never was effective. The issues occurred sometime between 2003 and 2005. The patient clarified the pump worked fine, but the medications were not effective. The patient had so many procedures and they could not figure out what was causing the pain. The patient had chronic pain for 20 years (prior to implant). The patient was redirected to their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.